Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the correct lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the balloon (distal section), located approximately 11 mm from the tip. A dimensional examination of the outer diameter (od) of the catheter was performed and measured based on the drawing. The catheter od of the device was within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of a balloon pinhole was confirmed. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2023. During the procedure, when the balloon inflation was performed, a pinhole was noted, and water came out. It was also noted that it was difficult to pass through the endoscope before inflation. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wire guided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2023. During the procedure, when the balloon inflation was performed, a pinhole was noted, and water came out. It was also noted that it was difficult to pass through the endoscope before inflation. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the correct lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.